Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147193.